Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Four photos of 1ml bd insulin syringes were provided. In one of the photos it was observed that that the cannula was broken and pierced through the cannula shield. A review of the device history record was completed for batch# 0006012. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/2in had the cannula pierce shield or cannula broke off. The following information was provided by the initial reporter: the customer provided photos and during investigation of the provided photos two (2) additional issues, "cannula through shield" and "cannula broken" were observed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 1.0ml 29ga 1/ 2in had the cannula pierce shield or cannula broke off. The following information was provided by the initial reporter : the customer provided photos and during investigation of the provided photos two (2) additional issues, "cannula through shield" and "cannula broken" were observed.